Manufacturer narrative:
A ge service representative performed an on site investigation. The failure of "charger failure" could not be duplicated. All battery voltages were within specification. Line voltage measured slightly under specification. This could have possibly caused the failure. Customer was informed. Touchscreen and hard drive errors did, however, occur. The touchscreen and the hard drive were replaced and all of the calibration files reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed a "charger failed" error. There was no adverse patient involvement reported. There was no patient information reported.